Event description:
It was reported that patient presented in hospital experiencing redness, swelling and fluctuant sensation at pocket site. Blood culture was done and confirmed that patient had an infection. The pacemaker and leads were explanted on 10 apr 2025 and replaced with new leadless pacemaker on (B)(6) 2025. There were no patient consequences and patient condition was stable after procedure.